Event description:
It was reported that during a lung resection, there was an incomplete staple line. Another device was used to complete the surgery. The pt was fine.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.